Event description:
It was reported that the patient presented in clinic for a chest x-ray and it was revealed that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated to the left pulmonary artery. The ralp was retrieved, explanted and replaced successfully. There were no patient consequences.